Manufacturer narrative:
H.6 investigation summary : a device history review was conducted for lot number 9141669. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not provided for evaluation. Previous instigation's have shown that a large bend suggests a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been recommunicated. A CAPA # 1278509 has been opened. The findings from this CAPA found that the employees during the shipping and packing process stepped on the box to get into the truck. A corrective action has been put into place.

Event description:
It was reported that broken needle was found before use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "during the puncturing, the package was opened and the needle was broken and bent. Then the indwelling needle was replaced for puncturing."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that broken needle was found before use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "during the puncturing, the package was opened and the needle was broken and bent. Then the indwelling needle was replaced for puncturing."